Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (lowest of 40 mg/dl). Reportedly, the customer attributed low bg to the pump correction factor and carbohydrate ratio settings needing adjustment by the healthcare provider. Carbohydrates, soda, glucose tablets, and juice was consumed to treat bg level, recommendation was made to consult with healthcare provider regarding adjusting the pump settings.